Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer tried to change the insulin pump and a black circle was found on the screen. Customer had to finish loading the pump and the black circle went away. Customer stated that she put 300u in the reservoir and there is only 42u remaining. Customer was asked to remove the reservoir and look at it. Customer stated that there is only 40u in the reservoir. Customer stated there were air bubbles in the reservoir. Customer was walked through a set change. Customer's blood glucose level was 290 mg/dl, but it was not verified how the customer treated for their blood glucose level. No additional information provided.